Event description:
The manufacturer received information alleging a ventilator's screen was frozen.there was no harm or injury reported. The device's software was reloaded at the reporting facility to address the issue.